Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device produced audio. However, the sound was distorted due to a speaker malfunction. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to a speaker malfunction. The speaker was replaced.